Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/13/2025. The device was not returned to the manufacturer for evaluation of the device and no further investigation can be completed at this time. Section g3 and h6 have been updated in this follow up report.